Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: carto 3 system (model# m-4800-01 serial# (B)(4)); smartablate generator (model# unknown serial# unknown); smartablate pump (model# unknown serial# unknown); soundstar catheter (model# m-5723-16 lot# g40033220). Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade, which required surgical intervention. When ablating along the anterior of the left atrium and anterior mitral isthmus line, a drop in blood pressure was noticed. A soundstar catheter identified a pericardial effusion. A pericardial window was created and over a liter of fluid was removed from the pericardial space. The patient was transferred to surgery and surgical repair was performed to the anterior left atrium. The ablation catheter was still attached to the patient when going to surgery. The patient was stable at the time this complaint was reported. Ablation was performed at 40 watts with the correct flow rate for this power setting in the area of the cardiac perforation. No spikes in impedance were noticed. The force was about 17 grams, however, there were some spikes in force but the exact values are unknown. Additional information was received on the event. A transseptal puncture was performed with a baylis needle. Anticoagulation was provided to the patient and maintained at 300-350 seconds. The power was not titrated during ablation. The patient did require hospitalization because of the surgical intervention. The patient fully recovered with no residual effects. The physician did not provide a causality opinion for the cause of this adverse event. However, the physician believes there could have possibly been a steam pop as well.